Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 40 mg/dl. The customer treated for their low blood glucose. The customer also reported receiving a bad sensor alert. The customer was advised the sensor will be replaced. The customer declined to return the insulin pump for analysis.